Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and had been programmed off. The patient underwent a lead revision procedure in which the physician placed a conduction system pacing lead into the left bundle branch and plugged it into the right ventricular (rv) pace sense port of the device header. Technical services (ts) discussed this configuration was considered off label use and discussed possible management of the configuration in the future. No additional adverse patient effects were reported.